Manufacturer narrative:
The device was not returned to hamilton medical ag for investigation. No patient harm was reported. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: blower failure & tf 446024 + 444004 on both vents from rga 22959cj. Technical fault: 444004 (voltage out of tolerance) and enters ambient mode. No patient harm was reported. According to the customer, no patient was on the ventilator when it occurred.

Event description:
The following was reported to hamiton medical ag: blower failure & tf 446024 + 444004 on both vents from rga 22959cj. Technical fault: 444004 (voltage out of tolerance) and enters ambient mode no patient harm was reported. According to the customer, no patient was on the ventilator when it occurred.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: no further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root-cause cannot be determined. There was no patient or user harm. Hamilton medical ag case number is: (B)(4).